Event description:
It was reported that after a da vinci-assisted surgical procedure, the 30-degree endoscope plus gear broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi followed up with the initial reporter and obtained the following additional information: the endoscope exhibited uncontrolled motion, but the image was not inverted, and controls were not reversed; no patient injury occurred, no images or video are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. No related errors were found in the system logs. Additional observations not reported by the site: the endoscope was placed on an in-house diagnostic tester and found to have malfunctioning local button controls. It failed the button functionality test due to a non-responsive light button. Visual inspection revealed glue damage on the fiber at the distal tip. The endoscope was also found to have a defect in the camera instrument adapter. A friction test was performed using a screening aid to manually rotate the adapter, which did not rotate smoothly and produced audible noise, confirming binding. Upon disassembly, the camera instrument adapter was found to have an attached endoscope adapter (aea) shaft bearing contributing to the friction. The endoscope was further tested on an in-house system for cable functionality and failed due to a wahoo paddle board (wpb) defect. The probable root cause of the customer reported complaint could not be confirmed, as failure analysis did not replicate or observe any broken gears.